Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all cubbies in the 5.1 main drawer were not loading after a system reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed the issue was resolved after the customer rebooted the device prior to arrival. No further investigation was required. The system functioned as intended after the customer resolved the issue.